Event description:
It was reported that the image was flickering on the camera head due to a loose screw of the faulty flat connector position. This was found during preparation for a diagnostic prostate exam. The patient was not sedated at this time. The procedure was completed with no delay using another device. There was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6) (noting due to character limit). The device was returned to olympus for evaluation and the reported event was confirmed. It was additionally found that the buttons were aged and one screw was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure, and the image flickered. The cause of occurrence of cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.